Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient with complete av block, atrial fibrillation and multi vessel coronary artery disease, was scheduled for a pacemaker system implant. The procedure was completed without complication however post-implant the patient decompensated into cardiac arrest. An echocardiogram confirmed no evidence of a myocardial perforation. Resuscitation was performed however the patient passed away approximately 20 minutes later. No allegation of any product involvement regarding the patient¿s death and no return of product is expected.